Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 12 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.